Event description:
Revision surgery - due to the patient fracturing the stem.

Manufacturer narrative:
The reason for this revision surgery was to remedy a fractured stem after 2 years, 10 months, 17 days in vivo. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed there have been 46 prior complaints against this part number; 2 complaints with the failure mode of device cracked/broke. This is the first complaint from this lot. This investigation is limited in scope because the explanted products were not returned to djo surgical and a definitive root cause cannot be determined. There was no information reported that evidences a material, design, or manufacturing problem with the product.